Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time was inaccurate by four minutes. Customer corrected pump time to address the issue. Customer's blood glucose was 166 mg/dl.